Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 398 mg/dl. The customer also reported that she has been on dialysis and prednisone, which may be contributing to the elevated blood glucose levels. Nothing further was reported.